Event description:
The accounts maintenance stated the service required light flashes a 3-1 (not reaching head zone pressure) error. He found the left coiled cable was damaged with wiring exposed. He replaced the left coil cable which removed the wrench code; however, the pump will not turn on.

Manufacturer narrative:
Repairs have not been completed.